Event description:
Our affiliate reported that metal debris came off of a 5mm offset femoral aimer during use in an acl reconstruction procedure, which fell into the patient's joint space. The debris was removed from the patient within approximately five minutes, and the procedure was completed with no reported harm or consequence to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. In transit.

Manufacturer narrative:
The complaint device was received and inspected under magnification. Visual observations indicate the device to be old and heavily used. The markings on the device are slightly faded and rusty. The distal tip when examined under magnification revealed nicks and marks consistent with coming in contact with sharp metal instruments. No burr observed as reported. There was no visual indication on the device that would suggest the metal shavings emanated from this device. Furthermore, no lot numbers were provided which precludes conducting a batch history review or a lot specific search in the complaints handling system. We cannot determine a definitive root cause for this failure. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.